Manufacturer narrative:
The user facility further reported the surgeon completed the procedure without replacement of the device. No other information was available.

Manufacturer narrative:
The device history record (DHR) for this product has been reviewed. All records indicate that the concerned device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of (B)(4) units were produced under this lot number with no associated ncrs or deviations relating to the reported failure. The device was not returned to the service center for evaluation and therefore a root cause could not be determined.

Manufacturer narrative:
The referenced device was not returned to the manufacturer. The device history records (DHR) for this product was reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event cannot be determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that the pleatman sac was torn during a therapeutic laparoscopic cholecystectomy. The procedure was completed successfully with the another pleatman sac. There was no patient injury reported.